Event description:
It was reported that the physician was having problems running diagnostics and was getting a communication error message on a new generator being implanted. The device was successfully interrogated, but he could not complete the system diagnostics. The physician held the adapter cable into the base of the handheld and was able to successfully complete system diagnostics. Physician stated that the serial adapter cord on the handheld computer was loose and he thought that was causing the communication issue. Product was returned to manufacturer, but analysis is pending.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.